Manufacturer narrative:
(B)(6). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well at this present time. Customer stated that she had symptoms of perspiration and weakness in her legs and required medical attention on (B)(6) 2015. The customer's expected blood results are 170mg/dl fasting. Verified the strips expire 07/25/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 179mg/dl and 182mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: customer is concerned with the result of 170 on (B)(6) at 12:00pm and 8:00am. Customer called and stated she feel the meter is giving her high results and she knows her blood result is low.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well at this present time. Customer stated that she had symptoms of perspiration and weakness in her legs and required medical attention on (B)(6) 2015. The customer's expected blood results are 170mg/dl fasting. Verified the strips expire 07/25/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 179mg/dl and 182mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with the result of 170 on (B)(6) at 12:00pm and 8:00am customer called and stated she feel the meter is giving her high results and she knows her blood result is low.